Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous high lateral branch artery. A 20mm x 2.25mm promus premier stent was advanced but was not able to cross the proximal end of the left circumflex artery due to calcification. 4 in 5 method was performed to make the promus premier stent cross the lesion, but it could not cross the lesion. The promus premier was removed from the patient and it was noticed that the middle part of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found a stent strut on the mid-section of the crimped stent was lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous high lateral branch artery. A 20mm x 2.25mm promus premier¿ stent was advanced but was not able to cross the proximal end of the left circumflex artery due to calcification. 4 in 5 method was performed to make the promus premier¿ stent cross the lesion, but it could not cross the lesion. The promus premier¿ was removed from the patient and it was noticed that the middle part of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).